Event description:
Additional information was received from the patient reporting that their external equipment says that their implant was off, but the patient stated that they could feel the stimulation and they could barely sleep at night because of it. The patient stated it has been like this for probably a year. The patient stated that they were in the process of seeing a neurosurgeon in florida to have the implant removed. (B)(6) 2020 mpxr 753828 (con, rep): additional information received from the manufacturing representative (rep) indicated that the patient can feel stimulation in their left leg whether stimulation is on or off. They stated that they confirmed that all programs were turned to zero, and that the ins was turned off. The rep stated that all impedances were normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient's ins was off because they couldn't get it programmed to where their pain was. The patient kept the ins charged but simply didn't use it. No further complications reported. On (B)(6) 2020, additional information was received from the patient reporting that the patient would like to have their ins removed because they had never been able to get the stimulation to relieve their pain since implant (B)(6) 2017). On 2020-aug-28, additional information was received from the patient reporting that their external equipment says that their implant was off, but the patient stated that they could feel the stimulation and they could barely sleep at night because of it. The patient stated it has been like this for probably a year. The patient stated that they were in the process of seeing a neurosurgeon in (B)(6) to have the implant removed.